Event description:
It was reported that the patient presented with l4 spondylolisthesis with unstable spine, severe stenosis and herniated nucleus pulposus (hnp), and painful l5-s1 spondylosis status post failed prior surgery. The patient underwent 1) l4-5, l5-s1 anterior lumbar interbody fusion (alif) with precision and rhbmp-2/acs; 2) l4-5, l5-s1 posterolateral fusion with local bone graft and rhbmp-2/acs; 3) removal of t10-l4 posterior rods; and 4) insertion of l5-s1 bilateral pedicle screws and "re-rod". Two months post-op, unspecified implant dislodged / migrated which was assessed as "not related". The patient was last seen for follow up at 16 months. Bone healing was assessed as not healed / non-union.

Manufacturer narrative:
Concomitant: m8 rods / pedicle screws, rhbmp-2/acs, precision, local bone, allograft (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013.